Event description:
It was reported the patient was scheduled for surgery because they are moving the patient¿s implantable neurostimulator (ins) a little further away from the skin. It was stated the contact to the skin was too close and the patient was getting a burning sensation. It was noted the burning sensation started about a week after implant and the patient had been dealing with the sensation for about a year. Reference regulatory report # 3004209178-2014-04761.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator, product ID 3037, (B)(4), product type programmer, patient. Product ID 3093-33, lot# va033kc, implanted: 2013-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-33, lot# va033kc, implanted: 2013-(B)(6), product type lead. (B)(4)